Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a medical procedure, the hospital staff noticed that an indigo system catrx aspiration catheter (catrx) was kinked. The damage to the catrx was found prior to use and, therefore, it was not used in the procedure.